Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 150 units of insulin during the load sequence. Reportedly, the customer completed a pump reset and loaded a new cartridge to resolve issue. There was no adverse impact to the customer's blood glucose level.